Event description:
Three of six eagle screws backed out, all on the same side of the plate. The two superior screws are backed out only about 1mm. The inferior screw is backed out half way, surgeon is taking no action at this time other than placing the patient in a neck brace to aid in fusion. As surgical intervention may be required an MDR is being filed.